Event description:
International affiliate reports a reservoir was used in 2005 for a total knee replacement. Patient returned with a superficial wound infection one month following surgery. An incision and drainage was performed. Patient is reported as better.